Event description:
Pt experienced respiratory arrest following approx 40cc overinfusion of demerol. History stored in pump indicated only 2 doses delivered: initial bolus and one dose administered by pt. Mixture within syringe indicated approx 40 cc less than data stored in pump history. Suspect possible free-flow occurrence due to the fact that syringe plunger had not descended. Nurse stated there was a large air bubble between the mixture and plunger. Nurse also indicated that the pump door was locked during this time.